Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved up fallopian tube') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings") and migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On 9-jun-2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced thyroid disorder ("other injury(ies) or complication please describe: thyroid"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, mood swings, cystitis, migraine, dysmenorrhoea, abdominal pain, weight increased, thyroid disorder and urinary tract infection had not resolved. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, menorrhagia, migraine, mood swings, thyroid disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- previously reported event ¿injury¿ updated to ¿abnormal bleeding vaginal¿, events-¿migration of essure device location of device: moved up fallopian tube, hormonal changes describe: mood swings, abnormal bleeding menorrhagia, infection (bladder/urinary tract/vaginal) type: uti, infection (bladder/urinary tract/vaginal) type: bladder, migraines/ headaches, dysmenorrhea (cramping), abdominal pain, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: thyroid¿, new reporter, patient information, treatment drug, medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.